Event description:
Additional information was received indicating the device was reprogrammed to address the right atrial noise resulting in oversensing and inappropriate automatic mode switch (ams). The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.